Event description:
The provider alleges the power module started to smoke and caught fire.

Manufacturer narrative:
The date of incident and consumer information has not been provided. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.